Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with inflatable penile prosthesis (ipp) inflation issues. The doctor tried to inflate without success due to the pump was dimpled and would not refill. A surgery was performed and a brake at the tubing was identified; therefore, there was no fluid left in the system. The device was removed and replaced. There were no patient complications.